Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 131 alarms, unexpected battery power loss, frozen display, unresponsive keypad, or additional pump error alarms due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received open book image on the screen and frozen display was recurred. The customer's blood glucose level was 175 mg/dl. Customer also stated that the insulin pump had pump error alarm. Customer was able to clear pump error alarm and power loss alarm. Customer stated that insulin pump¿s button were not responding, however they began to work in less than 5 minutes without battery change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.